Event description:
Additional information received reported that the ¿entire original system was explained and replaced.¿ it was unclear what this referred to.

Event description:
It was reported that the patient was going to have an MRI of their head/brain. It was further reported that the doctor was going to disconnect the cervical lead from implanted device. The patient reportedly had high impedances on all 16 electrodes. It was noted that there was a reading of >40,000 ohms. It was also noted that the patient had a fall but the details of the fall were unknown. It was later reported that it was not known if the patient had a lead in the 0-3 connection because she had a ¿1x4 in and a specify in the 8-15.¿ it was noted that impedance reading were sporadic and some with 0-3 connection are showing values, such as 2, 9-2, 15 range at 1300-1800s. Then 4, 5-4, 10 is showing >40,000. It was also reported that the patient did not actually fall. It was noted that the patient was going to have the cervical lead out and it was noted that the MRI was needed because of a tumor. It was later reported that the lead that was not working was removed and the other was reconnected. Impedances were noted as ¿fine¿ after reconnection.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: neu_unknown_lead, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: neu_u nknown_lead, product type: lead. (B)(4).